Manufacturer narrative:
This s-ICD is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this patient had slipped and fell outside of their house which led to their subcutaneous implantable cardioverter defibrillator (s-ICD) system delivering 3 appropriate and four inappropriate shocks. Review of the s-ICD data indicated there was oversensing of noise and a wandering baseline noted during some of the episode which led to the delivery of inappropriate therapy. The s-ICD system also appeared to have migrated and the patient later admitted having twiddled the s-ICD and electrode. The fall the patient had may have also moved the s-ICD system in a way that led to the sensing issues observed. Surgical intervention was performed and the s-ICD system was explanted and replaced with a transvenous system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.